Manufacturer narrative:
The biomed reported that the device is to be sequestered indefinitely, and the facility will not be taking any further action with the device at this time, and does not intend to schedule an appointment with a field service engineer. The device is to remain unrepaired.

Event description:
The customer reported a ventilator that will not operate on ac power. No patient involvement.